Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2013, the patient presented with unstable angina pectoris. Index procedure was performed. The 3.0x30mm, eccentric, de novo, 90% stenosed target lesion contained a <45 degree bend with diffused lesion over 2cm and was located in the non-tortuous and non-calcified mid left anterior descending artery (lad) with timi flow of 3. The lesion was treated with pre-dilatation and placement of a 3.00x32mm promus element¿ plus stent inflated at 12 atmospheres. Following post dilatation, residual restenosis was 0% with timi flow 3. The procedure was completed without any issues. In (B)(6) 2013, the patient was discharged from the hospital. In (B)(6) 2013, follow-up was performed and restenosis of the mid lad was found. The condition of the lesion was a 3.0mm in diameter, 90% stenosis and timi flow was 3. In (B)(6) 2013, percutaneous coronary intervention (pci) was performed to treat the event. In (B)(6) 2013, the event was considered resolved.